Event description:
It was reported that the fiber cap detached and was damaged at the tip at 88,819 joules during a prostate procedure. The fiber cap was retrieved and there was no report that any part of the device remained in the pt. The procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
The MFR assigned model number 0010-2093 is designated for (B)(6) distribution. This report is being submitted as the model 0010-2093 is identical in design and MFR to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be detached; the fiber, shrink tube, and jacket melted; the shrink tube burnt. The fiber cap was returned by the customer. The fiber cap exhibited a drilled through condition. The fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.